Event description:
It was reported that during an aneurysm procedure at the m1 segment of the middle cerebral artery (mca). After the guidewire was used to guide the microcatheter to the target location, the subject stent was selected to advance. The middle and distal parts of the stent entered the microcatheter, resistance occurred and the stent could not continue to advance into the microcatheter. To ensure surgical safety, the microcatheter and stent was withdrawn out. During this process, the subject stent got separated from the delivery wire and got deployed at the proximal end of the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.